Manufacturer narrative:
(B)(4).

Event description:
It was reported that three months after implant, the patient¿s wound was unhealed and the implantable neurostimulator (ins) was exposed and infected. The patient was still in the hospital. A patient¿s family member got information from the hospital that the device was non-sterile and that was the reason for infection. The patient¿s healthcare professional (hcp) moved the device ¿in vitro¿ to continue deep brain stimulation and they changed the dressing at that time to treat the infection, but the infection had not resolved. No perioperative antibiotics were administered. No outcome was reported regarding this event. Additional information could not be obtained. Should additional information be received the event will be updated.